Event description:
New information notes that the pacemaker was explanted and replaced. Patient was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, d7, d10, h1, h3, h6: results and conclusions codes.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in-clinic for device interrogation. Upon review, the pacemaker had reached the end-of-life earlier than expected. No intervention was performed. Patient was stable.